Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. External visual inspection revealed a leg is missing. The device powered on and off normally using battery power as well as ac power. During operational and functional testing, the device was able to obtain readings and audio and visual status indicators were functioning. The unit didn't restart during the testing even after multiple restarts. Internal inspection found multiple instances of contamination damage on the system circuit board and the ui board. The customer's complaint was not duplicated. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event., corrected data: correction to section d5. Operator of device corrected from health professional to lay user/patient.

Event description:
The customer reported the unit powers off and on randomly between 5 and 15 minutes apart, regardless if plugged into ac or on battery only power. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was investigated. External visual inspection revealed a leg is missing. The device powered on and off normally using battery power as well as ac power. During operational and functional testing, the device was able to obtain readings and audio and visual status indicators were functioning. The unit didn't restart during the testing even after multiple restarts. Internal inspection found multiple instances of contamination damage on the system circuit board and the ui board. The customer's complaint was not duplicated. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the unit powers off and on randomly between 5 and 15 minutes apart, regardless if plugged into ac or on battery only power. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit powers off and on randomly between 5 and 15 minutes apart, regardless if plugged into ac or on battery only power. No patient impact or consequences were reported.